Manufacturer narrative:
Patient height: 180cm.

Event description:
It was reported by the customer that during use on a patient, the EKG was not showing on display in the cardiosave intra-aortic balloon pump (iabp). In addition, the unit overheated and stopped working. The customer swapped with another iabp and continue with the therapy. There was no harm or injury to the patient and no adverse event was reported.

Manufacturer narrative:
A getinge service territory manager (stm) was dispatched to investigate the reported issue and upon arrival, the customer informed him that balloon stopped inflating and pump displayed message ¿operating temperature exceeded.¿ the stm could not duplicate the problem. Front end board was replaced as a precaution. Unit passed all calibration, functional and safety tests. The iabp was returned to the customer and cleared for clinical use.

Event description:
It was reported by the customer that during use on a patient, the EKG was not showing on display in the cardiosave intra-aortic balloon pump (iabp). In addition, the unit overheated and stopped working. The customer swapped with another iabp and continue with the therapy. There was no harm or injury to the patient and no adverse event was reported.